Event description:
Facility reported, during treatment the saline line connection on the arterial line disconnected from the line. The entire saline line and port broke off of the arterial line. No pt ill effect. No blood loss. All blood returned to patient, new system set up and treatment resumed with no ill effect. On 1019/05 reporter of this event said no sample available, was thrown out by staff.